Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from (B)(6) hospital (B)(6). The title of this study is ¿tibiotalocalcaneal nail fixation and soft tissue coverage of gustilo¿anderson grade 3b open unstable ankle fractures in a frail population; a case series in a major trauma centre¿ and is associated with the t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1 july 2011 and 30 june 2016. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 10 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses failure of the ssg over donor site of the dorsalis pedis flap. The study states, ¿one patient had failure of the ssg over donor site of the dorsalis pedis flap but went on to heal following a period of observation.¿